Event description:
The user facility reported that during withdrawal after an interventional procedure in the subclavian the guiding sheath began to separate. F/u communication with the user facility confirmed that: the partially separated section remained connected via the inner coil wire; the physician was able to remove the entire device via the access site; the access site had to be sutured following the sheath removal; the procedure was completed; and the pt was sent to recovery room in stable condition.

Manufacturer narrative:
Reportedly, sutures were required to close the entry site following sheath removal. Results and conclusions is based upon eval of returned sample & user facility info; based upon testing of reserve samples. The failure investigation was based on assessment of user facility info, returned & retained samples. The procedural notes from the user facility did not provide any additional detailed info about the reported sheath separation. Visual exam of the return sample confirmed that the sheath tubing had been stretched & then eventually separated into two pieces. Crimped areas were noted adjacent to the point of separation, also. However, the inner coil wire remained intact connecting the sheath tubing sections together. Inspection and testing of representative retained samples found no defects or anomalies and product performance specifications were met. Although the cause of the reported event cannot be definitively determined, the available info is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and f/u. (B)(4).